Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage to lcd controller. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test, active current measurement and sleep current measurement test due to flashing white display. Unable to confirm units of normal bolus delivered on 08/01/2025 due to upload error. Upload error due to flashing white display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed flashing white display during analysis due to moisture damage to lcd controller. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Confirmed upload error due to flashing white display. No blank display noted during analysis. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a discrepancy between sensor glucose and blood glucose which is not within range, change sensor alert, calibration not accepted. The customer reported the pump was exposed to water activity and it's not turning on, just blank display. The customer experienced hyperglycemia with blood glucose value of 318 mg/dl. The customer reported hyperglycemia was treated with manual injection and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884, mmt-431ag, mmt-342. Troubleshooting was performed. The sensor glucose value was 50 mg/dl, while the blood glucose value was 345 mg/dl, resulting in a difference of 295 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. Explained sensor may have no longer been responding to glucose changes. The customer reported that the pump was exposed to moisture but there is no visible fluid in the pump. The customer was using the correct battery cap for the pump. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a, mmt-431ag, mmt-342. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.